Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) has a burning smell when turned on. The top housing was cracked in the back and the front housing was cracked on top. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - evaluation of the xenon lightsource identified that the unit had physical damage to the bezel, right side panel, floor stand holes, turret and the top trim. In addition, the unit failed lumens test. The chassis, bezel, right side panel, turret, top trim and the lamp will be replaced to correct these issues. Root cause - the returned xenon lightsource was in used condition with damage throughout the unit due to rough handling/environmental damage. Damage may lead to misalignment and improper function of the heat shield, and lead to the issue of burning smell. The reported complaint is confirmed. No manufacturing, workmanship, or material deficiency has been identified.